Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation. A lead revision was performed due to the atrial lead was not properly connected to the pulse generator.